Event description:
It was reported that pump insulin gauge did not always show correct insulin amount. There was no reported impact to the customer¿s blood glucose level. Customer¿s mother declined further troubleshooting and no additional information was received regarding corrective actions or final outcome of event.